Event description:
A non-health care professional reported that the patient underwent intraocular lens (iol) implantation surgery. The physician initially implanted the lens but immediately explanted it upon noticing a visible linear inclusion within the optic, slightly off-center. The lens was replaced with the same company lens and the surgery was successfully completed on the same day. Additional information received stating that the physician did not examine the lens under the microscope prior to loading it into the cartridge and therefore could not confirm if the inclusion was visible prior to implantation.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).